Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for a routine follow-up. Upon attempting to interrogate the device, the magnet was placed over the device and there was no magnet response making it difficult to interrogate the device. On (B)(6) 2016 the device was explanted and replaced. No additional information was reported.